Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damage to the acoustic lens could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that due to the damage on the acoustic lens, water tightness was lost, and the insulation resistance did not meet standard value. It was also found that the adhesive on the bending section cover was detached, and bending in the up direction did not meet standard value due to the wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope¿s transducer was torn, and the acoustic lens was cracked. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation and during the device evaluation, damage on the acoustic lens to the glue layer was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.